Event description:
Received patient from catheter lab with hematoma on right groin and deflated fem stop applied on right groin, skin tear noted on groin site. Size of hematoma increased within next hour. Paged out to dr., was instructed to inflate fem stop and do not remove for 4 hours. Direct pressure applied on groin site for over 30 minutes. Order received for ultrasound, pseudoaneurysm noted at bedside, dr. Consulted vascular, order received to repeat ultrasound in 4 hours. Pt sbp (systolic blood pressure) below 90s, bolus given, ivf (intravenous fluids) continue. Hemoglobin trend down to 7.9, imd notified. Injury: pseudoaneurysm. Transferred to vascular for surgery. Speaking with the staff, there appeared to be a failure of the mynx closure device which led to the patient bleeding and had to have pressure applied to the groin site. At some point, the staff applied a fem stop. The fem stop was put into place, but the nurse was not able to inflate the fem stop and told the md who told her that he only wanted a little pressure on the area and that it was on tight enough that the patient would be fine. The patient was then taken to pre-post. While in pre-post, the patient's pressure dropped and the staff there had to hold pressure. They then took off the fem stop that was not working and placed a fem stop in place that was functional.